Event description:
It was reported that a black liquid substance leaked out of the device and into the wound site when the doctor stepped on the foot pedal while preparing to use the device during a surgical procedure. This occurred before any bone removal, and the site was flushed out and cleaned before moving forward with the procedure. Another device was used to complete the surgery successfully with no additional complications. In post-op, the patient showed no signs of infection.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation. Based on the investigation details, although corrosion appeared to be found, the reported condition of the device leaking during usage could not be duplicated by the quality assurance team. The device will be repaired and returned to the customer.